Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
On (B)(6) 2019, olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the urf-v3, the bending section of the subject device was broken and the endoscopic image disappeared. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa (B)(4) for evaluation. In the evaluation of (B)(4) the following was confirmed; buckling and cracking of bending tubes scratch in the instrument channel omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The causes of the endoscopic image disappearance are presumed as follows. Breakage of ccd cable due to bending tube buckling corrosion of contact pin of video connector poor insertion into video connector